Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2020-04670. It was reported that the patient experienced an infection and presented in clinic. The pacemaker system was explanted on (B)(6) 2020. The patient was stable.